Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("left' essure device," received in formalin is a metallic wire device/ two coiled metallic fragments that measure 2.5 cm in length and 1.5 cm in length, gross") in a 27-year-old female patient who had essure inserted for female sterilisation. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and device breakage outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received: reporters details added. Event added as " left' essure device," received in formalin is a metallic wire device/ two coiled metallic fragments that measure 2.5 cm in length and 1.5 cm in length, gross". Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("left' essure device," received in formalin is a metallic wire device/ two coiled metallic fragments that measure 2.5 cm in length and 1.5 cm in length, gross") and pelvic pain ("pain") in a 27-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical problem update. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left' essure device," received in formalin is a metallic wire device/ two coiled metallic fragments that measure 2.5 cm in length and 1.5 cm in length, gross') and pelvic pain ('pain') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, depression in 2012 and cholelithiasis in 2012. Concurrent conditions included micturition disorder, vaginal discharge, yeast infection, urethral cyst, vaginal pain, urinary tract pain and decreased appetite. Concomitant products included cefixime (flexeril), celecoxib (celexa), clonixin lysinate (skelaxin), etonogestrel (implanon), naproxen and nortriptyline hydrochloride (pamelor). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage and vaginal discharge outcome was unknown and the pelvic pain had resolved. The reporter considered device breakage, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2015: a, fallopian tube, left, partial excision;no significant histologic abnormality. B. Fallopian tube, right, partial excision: no significant histologic abnormality. C. Essure device, left; removal: medical surgical hardware (essure device). D. Essure device, right, removal: medical surgical hardware (essure device). Clinical history: 28 yo (B)(6) with chronic pre-ovulatory pelvic pain s/p essure placement now s/p bilateral salpingectomy and essure removal. Requesting service: gynecology indication for test: chronic pelvic pain. Gross description: specimen c is labeled "left' essure device," received in formalin is a metallic wire device, measuring 7.0 cm in length by <0.1 cm in diameter. In addition, are two coiled metallic fragments that measure 2.5 cm in length and 1.5 cm in length, gross photographs are taken, gross examination only. Specimen d is labeled "essure device, right." Received in formalin is a fragment of metallic coiled material, measuring 3.0 cm in length by 0.1 cm in diameter.. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received: event "vaginal discharge", relevant medical history and concomitant drug were added. Event "pelvic pain female" outcome were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left' essure device," received in formalin is a metallic wire device/ two coiled metallic fragments that measure 2.5 cm in length and 1.5 cm in length, gross') and pelvic pain ('pain') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, depression in 2012 and cholelithiasis in 2012. Concurrent conditions included micturition disorder, vaginal discharge, yeast infection, urethral cyst, vaginal pain, urinary tract pain and decreased appetite. Concomitant products included cefixime (flexeril), celecoxib (celexa), clonixin lysinate (skelaxin), etonogestrel (implanon), naproxen and nortriptyline hydrochloride (pamelor). On (B)(6)2013, the patient had essure inserted. On(B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)-2015. At the time of the report, the device breakage and vaginal discharge outcome was unknown and the pelvic pain had resolved. The reporter considered device breakage, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Pathology test - on(B)(6)2015: a, fallopian tube, left, partial excision;no significant histologic abnormality. B. Fallopian tube, right, partial excision: no significant histologic abnormality. C. Essure device, left; removal: medical surgical hardware (essure device). D. Essure device, right, removal: medical surgical hardware (essure device). Clinical history: 28 yo (B)(6) with chronic pre-ovulatory pelvic pain s/p essure placement now s/p bilateral salpingectomy and essure removal. Requesting service: gynecology indication for test: chronic pelvic pain. Gross description: specimen c is labeled "left' essure device," received in formalin is a metallic wire device, measuring 7.0 cm in length by <0.1 cm in diameter. In addition, are two coiled metallic fragments that measure 2.5 cm in length and 1.5 cm in length, gross photographs are taken, gross examination only. Specimen d is labeled "essure device, right." Received in formalin is a fragment of metallic coiled material, measuring 3.0 cm in length by 0.1 cm in diameter.. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.